Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 22.2mm +8 lfit v40 head; cat# 6260-9-322; lot# 46640205. Restoration adm x3 ins; cat# 1236-2-244; lot# 291200. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that patient's left hip was revised due to instability and pain.